Event description:
It was reported that a patient suffered from an osteolysis after the usage of an arthrex biocomposite screw. No further information received. *** update dw 26-feb-2024: further information was provided that the first arthrex employee was made aware of this issue on 22nd june 2023. The initial surgery was performed on (B)(6) 2020 with an ar-2323bcc and ar-1927bcf. The patient returned due to pain for a MRI in (B)(6) 2023. *** update dw 28-feb-2024: further information were provided that no further treatment was performed due to this issue.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
The complaint is confirmed based on the MRI photo that the customer provided, which displays osteolysis around the implant. The most likely cause for the reported failure can be attributed to a patient-specific event of the immune response allograft tissue and/or a previous history of infection or arthritis of the patient that was not reported due to the patient developing osteolysis.